Event description:
It was reported that the cardiac implantable device exhibited under sensing. The device recorded the patient had experienced asystole episodes. Adjusting the sensitivity would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.